Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the defibrillator was unable to discharge via the multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's CPR adaptor was removed and returned. The malfunction was duplicated and attributed to the CPR adaptor. The CPR adaptor was scrapped. Analysis for reports of this type has not identified an increase in trend.